Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined, and a direct correlation between heartmate 3 lvas and the reported elevated ldh could not conclusively be established through this evaluation. The system controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. 81 pi events were observed throughout the file. During the pi events, it was noted that the average pi values were elevated. A specific cause for this observation could not be conclusively determined through this evaluation. The log file also captured several power cable disconnect alarms in the file, which appeared to be associated with the patient routinely changing power sources. No atypical alarms were observed within the file. The pump remained at or above the low speed limit for the duration of the file and appeared to function as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists hemolysis and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This document provides information regarding anticoagulation, including recommended inr values. The IFU, as well as the patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a fever of 102 f, chills, left sided chest pain, and dizziness/lightheadedness on (B)(6) 2019. The patient was admitted to the cardiac intensive care unit for infectious evaluation. Upon admission, the patient's white blood cell count was 12.4 and the patient was started on vancomycin, cefepime, and flagyl. The pan culture with no growth to date (ngtd) and respiratory virus panel (rvp) was negative. The patient was changed to vancomycin and zosyn and infectious disease was consulted for assistance with antibiotic management. The patient complained of left chest and pectoral pain from a recent fall and the chest x-ray was benign for acute process. A CT of the chest showed mild stranding of the left chest wall which was suggestive of inflammation and infection and no pneumonia or hematoma. The patient's lvad functioned appropriately during the admission. The patient had a transient elevation in lactate dehydrogenase which normalized without treatment. Infectious disease recommended an additional 7 day course of oral antibiotics and the patient was discharged home on doxycycline and augmentin. No further information was provided.